Event description:
The reporter stated they received a cc4204a collamer single piece lens that appeared stretched then the lens was removed from the vial. The lens did not look normal. Lens was received defective. No pt contact.

Manufacturer narrative:
Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4)